Event description:
It was reproted to boston scientific corp in 2008, that a stretch vl flexima ureteral stent was used during a procedure on three days earlier. According to the complainant, the stent tip was smashed when the package was opened. The procedure was completed with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The lot number of the device is unk, consequently, the MFR and expiration date of the device is unk. The device has been received, however, the evaluation has not yet been completed.